Event description:
On (B)(6) 2012, the patient reported that the display on her infusion device is cracked. She stated that the infusion device is displaying an error, but she can't tell which one because of the crack. The patient is not able to fully see the numbers on the display indicating the amount of insulin programmed for a bolus delivery. The patient has been using the infusion device like this for one year. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.